Event description:
Could have cellulitis [cellulitis]. Resembled a gout attack/had textbook gout symptoms/ gout flare [gout attack]. I was like a cripple and was not able to get out of bed/three attempts to get out of bed [mobility decreased]. Limped for the better part of 1 week [limping]. Pain in left knee/injection gave it at 1 o' clock it hurt [injection site joint pain]. Swelling in left knee/it was puffy/experienced gout flare that was the size of a quarter on the same knee and very near the sight of injection [injection site joint swelling]. Case narrative: initial information received from united states on 19-jul-2019 regarding an unsolicited valid serious case received from a patient this case involves a (B)(6) years old male patient who received treatment with use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced, pain in left knee/injection gave it at 1 o' clock it hurt, swelling in left knee/it was puffy/experienced gout flare that was the size of a quarter on the same knee and very near the sight of injection, limped for the better part of 1 week, resembled a gout attack/had textbook gout symptoms, I was like a cripple and was not able to get out of bed/three attempts to get out of bed(latency 1 day), cellulitis (latency unknown) the patient's past medical history included blueness at the bottom of feet after the vacation, stent placed to improve circulation, venous insufficiency, varicose veins, had previous synvisc and synvisc one injections. No medical treatment(s), vaccination(s) and family history were provided. Concomitant medications included clopidogrel bisulfate (plavix), rivaroxaban (xarelto), metoprolol (metoprolol) for heart stent. At the time of event, the patient had ongoing gout. It was reported that patient had used plain synvisc first and had no problems and then used the synvisc-one once after that with no problems. On (B)(6) 2019, patient started treatment with use of device hylan g-f 20, sodium hyaluronate (synvisc one), at unknown dose, once, formulation injection, via intra-articular route (with an unknown batch number) for knee trouble. Information on batch number was requested. Following this third injection the patient had a tremendous reaction. On (B)(6) 2019, the next morning, after 1-day latency, patient experienced pain and swelling in his left knee that resembled a gout attack and that he limped for the better part of 1 week. On (B)(6) 2019 and (B)(6) 2019, patient was in lot of pain. It was reported that the first physician assistant (pa) who gave the first two rounds of shots did well. The patient had a different pa for the third time that gave synvisc one. The location of the injection was different. The patient felt the shot even after the numbing shot as he did not feel it the first shots. It was reported, the first two series of shots, I got at 4 o'clock and 5 o'clock (looking at knee as a clock). The third was given at 1 o'clock. It hurt. It was also reported that, patient got injections in both the knees but only the left knee that hurt, which was puffy as well. Patient further reported that, he did go to see the doctor who suspected that it could be cellulitis (the event assessed as medically significant) and an antibiotic was given to the patient but he did not take it. He also experienced gout flare that was the size of a quarter on that same knee and very near to the sight of injection. He had textbook gout symptoms. He took his gout medications and it cleared up soon after that. The patient knew that exercise and trauma can cause a gout attack. He was not sure if, he was beginning to have a flare prior to getting the injection or if the injection caused him to have a flare in that same spot. The patient asked about the hypersensitivity reactions, if the patient had hypersensitivity reaction to the product and would that cancel out the effect of synvisc one. The patient also asked if allopurinol, metoprolol, mitigare, plavix, or xarelto interact with synvisc-one. Action taken: not applicable for all events. Corrective treatment: colchicine (mitigare) and allopurinol for resembled a gout attack/had textbook gout symptoms; not reported for rest the events. Outcome: recovered/resolved for resembled a gout attack/had textbook gout symptoms; unknown for could have cellulitis; not recovered/not resolved for rest events. A product technical complaint had been initiated and results were pending for the same.

Event description:
Could have cellulitis [cellulitis]. Resembled a gout attack/had textbook gout symptoms/ gout flare [gout attack]. I was like a cripple and was not able to get out of bed/three attempts to get out of bed [mobility decreased]. Limped for the better part of 1 week [limping]. Pain in left knee/injection gave it at 1o' clock it hurt [injection site joint pain]. Swelling in left knee/it was puffy/experienced gout flare that was the size of a quarter on the same knee and very near the sight of injection [injection site joint swelling]. Case narrative: initial information received from united states on 19-jul-2019 regarding an unsolicited valid serious case received from a patient. This case involves a 74 years old male patient who received treatment with use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced, pain in left knee/injection gave it at 1o' clock it hurt, swelling in left knee/it was puffy/experienced gout flare that was the size of a quarter on the same knee and very near the sight of injection, limped for the better part of 1 week, resembled a gout attack/had textbook gout symptoms, I was like a cripple and was not able to get out of bed/three attempts to get out of bed(latency 1 day), cellulitis (latency unknown) the patient's past medical history included blueness at the bottom of feet after the vacation, stent placed to improve circulation, venous insufficiency, varicose veins, had previous synvisc and synvisc one injections. No medical vaccination(s) and family history were provided. Concomitant medications included clopidogrel bisulfate (plavix), rivaroxaban (xarelto), metoprolol (metoprolol) for heart stent. At the time of event, the patient had ongoing gout. It was reported that patient had used plain synvisc first and had no problems and then used the synvisc-one once after that with no problems. On (B)(6) 2019, patient started treatment with use of device hylan g-f 20, sodium hyaluronate (synvisc one), at unknown dose, once, formulation injection, via intra-articular route (with an unknown batch number) for knee trouble. Information on batch number was requested. Following this third injection the patient had a tremendous reaction. On (B)(6) 2019, the next morning, after 1-day latency, patient experienced pain and swelling in his left knee that resembled a gout attack and that he limped for the better part of 1 week. On (B)(6) 2019, patient was in lot of pain. It was reported that the first physician assistant (pa) who gave the first two rounds of shots did well. The patient had a different pa for the third time that gave synvisc one. The location of the injection was different. The patient felt the shot even after the numbing shot as he did not feel it the first shots. It was reported, the first two series of shots, I got at 4 o'clock and 5 o'clock (looking at knee as a clock). The third was given at 1 o'clock. It hurt. It was also reported that, patient got injections in both the knees but only the left knee that hurt, which was puffy as well. Patient further reported that, he did go to see the doctor who suspected that it could be cellulitis (the event assessed as medically significant) and an antibiotic was given to the patient but he did not take it. He also experienced gout flare that was the size of a quarter on that same knee and very near to the sight of injection. He had textbook gout symptoms. He took his gout medications and it cleared up soon after that. The patient knew that exercise and trauma can cause a gout attack. He was not sure if, he was beginning to have a flare prior to getting the injection or if the injection caused him to have a flare in that same spot. The patient asked about the hypersensitivity reactions, if the patient had hypersensitivity reaction to the product and would that cancel out the effect of synvisc one. The patient also asked if allopurinol, metoprolol, mitigare, plavix, or xarelto interact with synvisc-one. Action taken: not applicable for all events. Corrective treatment: colchicine (mitigare) and allopurinol for resembled a gout attack/had textbook gout symptoms; not reported for rest the events. Outcome: recovered/resolved for resembled a gout attack/had textbook gout symptoms; unknown for could have cellulitis; not recovered/not resolved for rest events. A product technical complaint was initiated on 06-aug-2019 for synvisc-one. Batch number: unknown global ptc number: 59627. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 06-aug-2019. Additional information was received on 06-aug-2019. Global ptc results and number was added. Text amended accordingly.